Manufacturer narrative:
Device received with constant a64 alarm due to a faulty connector on the rf board. Unable to perform operating currents, self-test and displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify prime fill anomalies due to a64 alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that they did not passed fill screen. Customer stated insulin pump had pump error alarm. Customer stated they were able to clear the alarm and they were able to rewind insulin rewind. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.